Manufacturer narrative:
There are no allegations of system or component failure. Patient used the nalu system for more than two years before explanting. Explant was performed due to an unrelated medical condition.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021, and had additional leads placed on (B)(6) 2021. On (B)(6) 2023, the patient had the full system explanted due to the need for an MRI for an unrelated medical condition.